Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm. It was reported the patient returned for a follow-up CT approximately 3y3m post index procedure where a type ia endoleak was observed. The physician decided to implant a cuff and endoanchors in order to treat the endoleak. The physician placed a 25x25x49 endurant cuff at the level of the lowest renal and into the existing bifurcated graft. Then ballooned that cuff using a reliant balloon, and placed 9 endoanchors around the proximal end of the cuff and existing graft. Another aortagram was performed and the endoleak had resolved. As per the physician the cause of the endoleak could not be determined. No additional clinical sequelae was provided and the patient is fine.